Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys free psa immunoassay result for 1 patient tested on a cobas 8000 e 602 module. The initial free psa result was 2.25 ug/l. The same patient sample was retested on (B)(6) 2019 on the same analyzer with a free psa result of 0.010 ug/l with a data flag. The free psa was retested because the free psa result was greater than the total psa result. The total psa result was not provided. The initial free psa result was reported outside of the laboratory. There was no information provided to reasonably suggest that there was any adverse effect. The free psa reagent lot was 37505300 with an expiration date of 30-apr-2020.

Manufacturer narrative:
Calibration and qc data were within specification. The service history does not show any further issues. A systemic analyzer related issue is unlikely. The investigation did not identify a product problem. The cause of the event could not be determined.